Manufacturer narrative:
This occurred from (B)(6) - (B)(6) 2018 (not further specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) all-in-one containers showed non-conforming injection site port-tubes; further described by the reporter as "non-conforming assembly of the injection site port tubes that were in askew positions". This was identified during visual inspection by the operators of the compounded bags. The devices were discarded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The samples were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.